Event description:
Edwards received information that this patient underwent a valve in valve procedure 7 years after this surgical bioprosthetic valve implant. The indication for the valve in valve procedure was critical aortic stenosis. There were no adverse patient effects as a result of the valve in valve procedure.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.